Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple air bubbles were noted in the patient line. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customers blood glucose level. The customer was not able to troubleshoot at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.